Manufacturer narrative:
(B)(4). According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to pacing inhibition with greater than two seconds of asystole. Noise could be reproduced with the patient in the clinic with isometrics. Surgical intervention was performed the rv lead was observed to have had insulation damage so it was explanted and replaced. No additional adverse patient effects were reported.